Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42, associated with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, after which the error did not appear again, and the caller successfully began their sensor session.